Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Bed end/rail, other/defective. Cable came undone from the plug on top the leg. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The provider states the end user was raising the bed when they heard a pop and the telescoping leg went back into the bed end frame.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the end user was raising the bed when they heard a pop and the telescoping leg went back into the bed end frame.